Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to replace the side communication board. The account replaced the side communication board and the issue remained. The hill-rom technical support representative then asked the account to isolate the hand pendant control. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed's nurse call function was not working. The bed was located in the (B)(6) area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).